Event description:
The reporter stated the surgeon attempted to insert a cq2015 collamer three piece lens but the lens tore in the cartridge. There was no pt contact or injury. Another same type model lens was implanted with no problems.